Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -05.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due lens opacity (cataract). Cataract surgery (phacoemulsification) was performed and an intraocular lens (iol) was implanted. The reporter indicated the patient is allergic to sulphur medications hence diamox was not prescribed. The cataract could have possibly formed due to fluctuations in intraocular pressure (iop) and ac depth post-op.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in liquid in a specimen cup. Visual inspection found no visible damage. A lens work order search was performed. No similar complaint type events found. (B)(4)